Event description:
It was reported that the patient presented to the clinic remotely in late 2021. Upon review, noise oversensing was detected on the right ventricular lead. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.